Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03518 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced severe pain, infections, lower urinary tract obstruction and urinary retention, constant pulling sensations across the pelvic area, foul odor, increased stress urinary incontinence, repetitive vaginal infections, obstruction of the bladder neck. All other information, including the patient's current condition, is unknown and reportedly unavailable.